Event description:
Patient reported skin irritation in the form of itching and rawness. The patient did seek medical attention from their doctor and used at otc medication. The patient reported following proper skin preparation.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.